Manufacturer narrative:
The event documented has been associated with a product recall. The event associated with the suspect medical device architect havab igm reagents is not reportable per 21cfr part 806, as the product has not been distributed in the us. No further follow ups will be provided for this event.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).

Event description:
The customer reported falsely elevated architect havab igm results on 4 patient samples. There were no actual results provided. There was no reported impact to patient management.